Event description:
Reported by anesthesiology. They placed a central line in this patient; after a chest x-ray was taken for placement, the radiologist reported that it appeared that a piece of the guidewire was in the tip of the catheter. The catheter was pulled and examined. It was then determined that the radiopaque markings on the end of the catheter were much thicker than normal and had appeared on x-ray as a foreign body. There was no foreign body in the patient, nor guidewire tip in the catheter.